Event description:
The patient reported that yesterday, the cannula of her insulin infusion headset was kinked and had come out of her body. She stated this caused her blood glucose to elevate to the 300 mg/dl range with her normal range being 100-120 mg/dl. She said she changed the infusion headset and bolused to correct her blood glucose levels. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.